Event description:
It was further reported that the noise was reproducible in the clinic. The noise and high impedances were possibly due to a fracture. The lead was replaced.

Event description:
It was reported that the right atrial (ra) lead had high impedances and noise noted on a remote monitoring transmission. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.